Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device was cracked. The issue was noticed inside patient. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd)/ calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: product evaluation revealed the sealant sleeve assembly present a kinked/bent outward condition of a 5f mynx control vascular closure device (vcd).

Manufacturer narrative:
The product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection of a 5f mynx control vascular closure device was cracked. The issue was noticed inside patient. Hemostasis was achieved with another unknown mynx device. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd)/ calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile ¿mynx control vcd 5f¿ was returned inside of clear plastic bag for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was not returned for analysis. The stopcock was set on the open position. The sealant remained in the manufacturing position. The sealant sleeve assembly was observed with a kinked/bent outward condition. The procedure sheath was not returned for analysis. No damages in the atraumatic wire were observed. Per dimensional analysis, the slit length on the outer sleeve was not verified due to the condition as the device was received. Dimensional analysis was performed to measure the catheter working length from distal end of sheath catch to proximal end of balloon and was verified and noted to be within specification. Per functional analysis, button 1 of the returned device was fully depressed with the clock symbol visible in the tension indicator window, which matched the intended use mynx control instructions for use. Button 2 was fully depressed during the device failure investigation with no resistance felt, and the balloon was completely retracted into the advancer tube as intended per the mynx control IFU. Per microscopic analysis, the sealant area was inspected with a vision system to obtain a magnified image observing that the sealant sleeve assembly present a kinked/bent outward condition. The sealant remained in the manufacturing position. There was no crack observed in the sealant sleeve assembly of the returned device. A product history record (phr) review of lot f2220601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves cracked¿ and ¿deployment difficulty premature¿ were not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
G3 aware date was corrected. 13-mar-2023.